Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall and the physician questioned if it was caused by the implantable pulse generator (ipg) device circuit error; however, it was also noted the right ventricular lead had loss of capture and an increase in threshold. The ipg was prophylactically reprogrammed to a non-susceptible pacing mode. Two days later, the patient was again admitted to the hospital due to a worsening unrelated medical condition and the lead threshold was noted to have increased again. The lead output had been adjusted to a high output, and remains programmed that way and in use. Performance data was reviewed and it was confirmed no device circuit error had occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.